Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an hcp could not view up-to-date patient data because the app¿s sync now button was disabled, and after guided troubleshooting including bluetooth toggle, app restart, and app reinstall with verified login, the patient successfully synced data and current reports became visible, with the event associated with hyperglycemia to 396 mg/dl and the device identified as the ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the hcp and patient and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.